Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. It was reported the patient experienced shocking in the genital area on the day of implant. Lowering stimulation helped and the patient was okay now. A doctor appointment was scheduled for the following monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.